Manufacturer narrative:
Coding and event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they needed to try and adjust the stimulation down a little bit because they were getting a consistent fluttering since implant that was very annoying and it was shocking them like a tens machine. Agent walked patient through decreasing the stimulation to a comfortable level. The patient confirmed some relief but now they were feeling the stimulation on their left side and not on their right side as they were before. Redirected patient to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they needed to try and adjust the stimulation down a little bit because they were getting a consistent fluttering since implant that was very annoying and it was shocking them like a tens machine. The patient said they went to the doctor's office today and they were going to try to adjust the therapy but the patient programmer and communicator were not charged. Agent walked patient through decreasing the stimulation to a comfortable level. The patient confirmed some relief but now they were feeling the stimulation on their left side and not on their right side as they were before. Redirected patient to their healthcare provider (hcp) to further address the issue.